Event description:
Per the clinic, the recipient underwent a skinflap reduction surgery on (B)(6), 2015 due to poor magnet retention. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.